Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station did not power on. A field service engineer inspected the device and replaced drawer board 5.2, pyxis main controller (pmc), and pyxibus cable. Ran hardware test application (hta) test, drawers passed. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turned on. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.